Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at service center and evaluated. The complaint reported by the customer has been confirmed. It was found during evaluation that there was a short circuit in the motor cable. The motor cable was replaced to address the identified failure. The short circuit in the cable could have caused the device to malfunction and may have resulted in the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the short circuit. A manufacturing record evaluation was performed for the finished device [serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado handpiece with hand controls sounded alarm and speed changes not preset. It is unknown if any patient or user involvement. The issue was found pre-operatively. The outcome of the event, outcome to the patient(s) and/or users are unknown. It is unknown how the surgery was completed. The customer states that they have no further information.